Event description:
It was reported that a caregiver contacted support for elevated blood glucose of 391 mg/dl by fingerstick and 389 mg/dl on the ilet after a recent supply change and lunch with an announcement, with a probable missed earlier meal announcement by a different caregiver. Per trainer guidance, the ilet was paused for two hours and a subcutaneous insulin injection via pen was administered, after which instructions to resume ilet were provided. Symptoms included hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of subcutaneous insulin injection. Investigation included communication with the caregiver and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.